Manufacturer narrative:
Investigation: visual inspection: scratches on the m.blue, but no deformation of the outer housing or other visible defects could be determined. No abnormalities of the progav 2.0 could be identified. During the visual inspection could be detected that the reservoir is connected in the incorrect flow direction to the valves. Permeability test: a permeability test has shown that the shunt system is blocked. Result: based on our investigation results, we can determine a blockage of the shunt system. Due to the fact that the reservoir was connected in the wrong flow direction, the system is blocked. A credit note will be generated. Additional actions will be implemented in the form of a CAPA.

Event description:
It was reported that a m.blue plus (#fx819t) will be implanted during a procedure performed on (B)(6) 2024. According to the complainant, the system caused an overdrainage/underdraiange and could not be implanted. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the procedure. Age: 10 years weight: 19.4 kg gender: male